Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to a subsequent clip interacting with the deployed clip. The cause of the reported device damaged by another device (dislodged) associated with a subsequent clip interacting with the deployed clip could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip referenced in b5 with be filed under a separate medwatch number.

Event description:
This is filed to report the mitraclip detaching from the posterior leaflet due to contact from a different mitraclip, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip (lot:30315r1003) was implanted central-medial successfully, leaving a small residual jet. A second xtw mitraclip (lot: 30315r1005) was then attempted to be implanted to complete the reduction of mr. However, during positioning the second xtw mitraclip (lot: 30315r1005) while inverting the clip arms to return to the atrium and adjust the perpendicularity in relation to the leaflets, there was contact between the clips. The first xtw (lot:30315r1003) then detached from the posterior leaflet (single leaflet device attachment (slda)). The second xtw was then implanted lateral to the slda. An additional ntw mitraclip (lot: 21019r1026) was implanted medial to the slda for stabilization and further reduction of mr. The procedure ended with mr reduced to grade 2. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.